Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter had a fast draining battery and was producing (unspecified) "bad readings". Customer additionally reported she suffered a seizure and a loss of consciousness. Customer called paramedics and upon their arrival, was transported to the ICU (intensive care unit). Customer denied self-treatment and reported she did not know what, if any, treatment was provided by the paramedic as she "was not awake". Customer further stated she could not recall the date and time of her hospitalization but reported she was diagnosed with "low blood sugar" and unconscious for two days. Customer additionally reported she experiences seizures when her blood glucose is low, and she is currently taking 1000mg of keppra both morning and evening to prevent seizures while sleeping. There was no report of death or permanent injury associated with this event.